Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button on the insulin pump did not seem to be functioning. The insulin pump's screen was cloudy and might have moisture in it. The insulin pump alarmed battery out limit. The customer was unable to clear the alarm because the buttons were unresponsive. The down arrow button was the only button working. Customer's blood glucose level was 411 mg/dl. He took a syringe to correct his high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic and at the motor. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unable to verify battery out limit alarm and no button response due to blank display noted. The insulin pump had minor scratched display window, case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.